Event description:
It was reported that the foley balloon would not flush. Upon removal, the device was found mushroomed and as a result, there was blood in the urine output. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one silicone foley catheter with no original packaging present. Visual inspection of the catheter surface noted no obvious defects. A small ridge was noted on the balloon surface upon sample receipt. The catheter balloon was inflated with 10ml of methylene blue and water solution and allowed to rest for 30 minutes with no leaks. The balloon passively deflated all 10ml with no issues. No cuffing was noted and balloon concentricity was observed to be 60:40. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley balloon would not flush. Upon removal, the device was found mushroomed and as a result, there was blood in the urine output. No medical intervention was reported.